Event description:
This pt presented with a severe corneal ulcer on 11/24/05. She was a soft contact wearer -acuvue toric 1 - 2 week extended wear contacts - and used bausch and lomb renu with moisture loc as her solution. Two cultures from two separate institutions on two separate dates grew out fusarium. This ulcer took several weeks to heal and left the pt with a permanent corneal scar.